Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot #: requested, not provided. D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved lot # was not provided. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that a left heart catheterization procedure was performed. 15ml of air was administered into the tr band. Upon discovery in recovery unit, blood was present at the puncture site and noticed that the band was deflated. They inflated air into it; however, it continued to deflate. An additional tr band was added proximal to the original tr band to provide hemostasis. Upon completion there was 10ml of air left in the original tr band. The patient was reported to be ok. The only complication was bleeding at the wrist. The type of procedure performed was left heart catheterization. The estimated blood loss was less than 250cc. There was no reported manipulation before or during the use of the enhanced tr band. It was stored in their storage area in a temperature-controlled room. A radial 6fr sheath was used for access into the patient.